Manufacturer narrative:
Product no longer available for return.

Event description:
It was reported the lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. The caller did not provide the lot number of the device, nor the lancets. The device was discarded; therefore, no product could be requested to be returned for product evaluation.